Manufacturer narrative:
(B)(4). Concomitant medical products: 183020 - femoral component - j3700866. Ep-183426 - bearing - 992620. 60015100 - cobalt bone cement - 820c2d001. 184764 - patella - 692610. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review found symptomatic loosening of the tibial component. The tibial component was removed without significant difficulty because of a very well-defined interface and complete lack of adherence of the cement to the implant itself. Cement mantle completely intact. Femoral component within normal limits. Tibia and bearing replaced, all other components left intact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by legal that a patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised due to loosening of the tibial component approximately 1 year post implantation. During the revision, a complete lack of adherence of the cement to the tibial implant was noted. The tibial component and bearing were revised without complication.